Event description:
A call was placed to technical services on (B)(6) 2016 stating that this device was on advisory and impedance that silghtly below the low end of normal. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).